Event description:
According to the initial information received, the tip of the 8f amplatzer torqvue 45° delivery system (dtv45) sheath inverted into itself upon removal of the 11mm and 12mm amplatzer septal occluders (aso). There were multiple attempts at proper positioning with unsatisfactory results. The asos and dtv45 sheath were removed. The patient tolerated the procedure well without any complications. A voluntary user facility medwatch report ((B)(4)) was received from the FDA on 05 mar 2012. This event was not initially reported by aga medical per our MDR reporting procedures as no additional intervention was required to remove the asos from the patient. Products used during the procedure: model: 9-asd-012; lot: 1110283254; serial: (B)(4). Model: 9-asd-011; lot: 1107069014; serial: (B)(4). Model: 9-itv08f45/60; lot: 1110122906.

Manufacturer narrative:
The 11mm and 12mm asos and 8f dtv45 sheath were returned to aga and decontaminated. The devices were measured and the sizes were confirmed to meet dimensional specifications. The devices were examined microscopically and no defects were observed. The dtv45 sheath tip was returned to aga inverted. Using a test dtv45, each device was loaded, handed-off to the sheath, advanced, deployed, and recaptured without issue. Using the returned dtv45 sheath, each device was loaded into a test loader, handed-off to the returned sheath, and advanced. Neither returned device could be deployed from the inverted sheath. During manufacturing, these devices and delivery system lot underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed these devices and delivery system lot successfully completed these tests. Our investigation confirmed that the devices met manufacturing specifications prior to shipment and upon return to aga medical. The cause of the sheath tip inversion could not be determined conclusively; however, it is consistent with high retraction forces during device recapture.